Event description:
On 10/21/97 pt's wife notified baxter that pt had peritonitis. Rn was interviewed on 10/22/97. Rn states pt had abdominal pain and cloudy effluent. Culture of effluent on 10/21/97 were negative but pt had an increased wbc indicative of infection. Pt was started on antibiotic tx at that time. Repeat cultures of effluent were also negative.